Manufacturer narrative:
(B)(4). This is report 2 of 2 as two samples were provided. The samples received were evaluated according to inspection procedures and it could be observed that two of the five heated wire circuits were melted identified with lot number (B)(4). Therefore, we were able to confirm the issue reported. The samples could not be tested functionally were contaminated. The device history record for the lot number reported was reviewed and in lot number (B)(4), it was found that there was a defect in part number (B)(4); however, the re-work completed is unrelated to the defect noted in this report. The product was manufactured, inspected and released in accordance with internal procedures. The manufacturing process was reviewed and no problems were found related to the issue reported. At this moment, it is not possible to determine the root cause; however, warnings in the product label of the circuit indicates the following: caution do not use this circuit where gas temperature at the outlet of the humidifier exceeds 68 degrees celsius. Do not use the heated wire circuit without gas flow. Do not place material on or around the heated wire tubing. Warnings: avoid contact with patient skin. Do not stretch the tubing. Do not soak, rinse wash, or sterilize this product. Carefusion (B)(4) post-market surveillance was historically managed by (B)(4) via a transitional service agreement from (B)(4) 2009 through (B)(4) 2011, since carefusion officially spun off from (B)(4) as of (B)(4) 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
Heated wire melted circuit and caused a leak.